Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg110105-01, 3miu/ml hcg urine control lot: hcg101011-01, 300miu/ml lh urine control lot: lh100420-01. Summary of results: the retention devices meet qc specs. Details below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes reading time. (N = 4) correct negative results were observed when tested with 3miu/ml hcg urine control at 3 minutes reading time. (N = 3). No cross-reaction was found when tested with 300miu/ml lh urine control at 3 minutes read time. (N = 3). The 10 negative urine samples yielded correct negative results with retention devices. (N = 1 on each sample). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Corrective action not required at this time.

Event description:
Caller reported discrepant results using the fisher sure-vue urine hcg test. Results as follows: a (B)(6) pt's afternoon urine was tested with weak positive hcg results at 3 minutes (timer used). Forty-eight hours later, pt's first morning urine was tested and hcg was negative at 3 minutes. Pt's last period was unk. Pt has been taking epilepsy and antibiotic medications. Internal qc line is clear. External qc not tested. Pt's urine not available for further testing. No blood test was performed.